Event description:
It was reported that malf 12 occurred, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information via email but declined further follow-up, and the case was closed by technical support.